Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leak. Customer's blood glucose level was unknown. Customer also stated that the insulin pump did not receive any alarm when the reservoir was empty. The reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the leak was sometimes in the pcap and some times past the o rings.